Event description:
Customer reported an unknown display issue with their precision xtra meter. Customer reported their meter did not display the blood drop icon upon test strip insertion. Customer also reported not feeling well and unsure if she was experiencing symptoms of hyper or hypoglycemia. Customer further reported taking her insulin medication to counteract her symptoms. Paramedics were called and they treated customer with IV fluids. Customer was then transported to a health care facility where she was diagnosed with hypoglycemia and they sent customer for an x-ray for unknown reason. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.